Event description:
At the end of a case, while bringing the pt out of anesthesia, clinician was reported changing the rebreathing bag. Customer reported bag arm broke and injured clinician. Bag arm reportedly broke away, a part of which flew in the clinician's face,cutting eyelid. The sample was forwarded to an independent plastics test lab for analysis. The cause of the breakage was determined to be due to mechanical overload. The exact source of the overload could not be determined.